Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit, where the device passed all relevant testing and functioned as intended. Based on the evaluation of the returned unit and the description of the event provided by the user, it is likely that the event was caused due to circumstantial factors at the time of use. Applied medical instructions for use (IFU) warns that, ¿after device activation, keep the jaws of the device away from adjacent tissue as the jaws may remain hot enough to cause burns.¿

Event description:
Procedure performed: laparoscopic hand-assisted donor nephrectomy event description: eb212 jaws got hot and burned the back of kidney. Handle was reported to not feel correct, and felt locked out product is available for return. Additional information received on 29mar2023 via email from account manager: the burn occurred immediately after firing on adjacent tissue. The device had been used for approximately 10 activations before the experience was observed. No generator alarms occurred. The jaws of the device were cleaned every 10-15 activations. No audible noise or visual damage was observed to the device prior to the handle feeling locked out. Physician reports throughout the case the device felt different, harder to close jaws and activate. Additional information received on 31mar2023 via email from account manager: no intervention needed for the burn. Type of intervention: opened new eb212, completed successfully. No intervention needed for the burn. Patient status: case completed.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: laparoscopic hand-assisted donor nephrectomy event description: eb212 jaws got hot and burned the back of kidney. Handle was reported to not feel correct, and felt locked out. Product is available for return. Additional information received on 29mar2023 via email from account manager: the burn occurred immediately after firing on adjacent tissue. The device had been used for approximately 10 activations before the experience was observed. No generator alarms occurred. The jaws of the device were cleaned every 10-15 activations. No audible noise or visual damage was observed to the device prior to the handle feeling locked out. Physician reports throughout the case the device felt different, harder to close jaws and activate. Additional information received on (B)(6) 2023 via email from account manager: no intervention needed for the burn. Type of intervention: opened new eb212, completed successfully. No intervention needed for the burn. Patient status: case completed.